Event description:
It was reported that this electrode was part of a system revision due to infection/sepsis. The electrode was explanted and the patient was given intravenous antibiotics. No additional adverse patient effects were reported.